Event description:
When the surgeon went to use the megadyne electrosurgical cautery knife, the cut function worked, but the coag function did not. The knife was replaced and the new knife worked fine for the remainder of the case. No harm to patient or staff. There was a small delay in surgery while another device was obtained. The disposable knife was inspected in clinical engineering. It was found that the knife was defective in that the coag button did not make contact closure.